Event description:
It was reported by the sales rep that during a total knee procedure, wound popped open and caused dehiscence. There were a total of three (3) events reported. The devices are not available for return.

Manufacturer narrative:
A lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufactured records could be reviewed, receiving sterile devices to tensile test, receiving photo¿s of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.

Manufacturer narrative:
A lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufactured records could be reviewed, receiving sterile devices to tensile test, receiving photo¿s of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.

Event description:
It was reported by the sales rep that during a total knee procedure, wound popped open and caused dehiscence. There were a total of three (3) events reported. The devices are not available for return.

Manufacturer narrative:
Our distributor, ethicon reported the following additional information: an internal rapid response team conference call was held on (B)(6) 2021 to discuss reported wound dehiscence issues after knee procedures in which stratafix spiral pga/pcl was used at inspira medical center mullica hill and was related to three recently reported complaints. Based on discussion and information provided by sales representative, the surgeon used bidirectional and did complete back stitching per the IFU; however, sometimes the residents do the final closure. The sales representatives were unsure who did the closure on these cases. The sales representatives are going to retrain all the residents on the proper use this week. The surgeon did not believe that the suture broke in any of the cases, the wounds just slightly separated. Global rates were provided and found to be extremely low. Offered to analyze any representative samples. Should further information be received, the file will be updated accordingly